Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. Cultures were taken and antibiotic treatment was provided. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead were explanted. The left ventricular (lv) lead was partially explanted. No further patient complications have been reported as a result of this event.